Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they are in the hospital and they want to do an EKG but they can't because the stimulator is implanted. Patient stated they have not used the scs since the implant because it never worked. Patient services asked patient to provide information about the external devices and patient said they have no external devices. Patient did not have information about the implant. Agent reviewed device function. Patient stated the ins was implant in 2020. Patient service reviewed information and recommend patient consult with healthcare provider ofc for next steps. The patient was redirected to their healthcare provider to further address the issue. Additional information was received, it was reported the patient's implant never worked and they needed to have the implant removed because it was starting to give them issues with nerve damage.

Manufacturer narrative:
Continuation of d10: product ID neu_label_acc, serial# unknown, product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.